Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient was implanted with proximal humerus plate and screw construct on (B)(6) 2012. It is reported that after viewing routine post-operative follow up images, surgeon stated that he was not happy with the reduction of the fracture. Patient returned to the or on (B)(6) 2012, and all hardware was removed. This is 10 of 13 reports for this event.